Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the manufacturing representative (rep) was in a basic evaluation this morning and said when they went to program the patient, they saw that the programmer was just showing programs 1-7 with an impedance issue on contacts 0 and 3 instead of what they had expected, just left and right programs. The rep claimed they had removed the previous patient from the clinician app. The agent had them switch programmers, but issue reoccurred. The agent had them remove the previous patient again, and the issue resolved. The rep then indicated that removing the old patient did not resolve the issue. They plugged a new extension wire to the leads and that resolved the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they believe the cause of the issue was a bad cord connecting the ens to the leads because when they switched that out it worked. The physician had no further information. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Continuation of d10: product ID 309201 lot# 60587625, product type screening device product ID 367675, product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 309201, lot# 60587625, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was unknown.